Event description:
Prior to discharge from the hosp after ICD implant, the pt was found to have intermittent loss of capture. Ventricular capture thresholds were elevated at the time of interrogation. Atrial capture thresholds were questionable. Chest x-ray was done, this showed that the lead had become dislodged. Pt was returned to the ep lab and the lead was repositioned. Post procedure thresholds were improved. Chest x-ray revealed correct lead location.